Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that patient had the error and their battery died at the end of (B)(6). Patient stated they knew something was going on with their bladder and was not feeling well and started having the urge to go to the bathroom. It was noted they did not feel stimulation since end of (B)(6) once the battery died. The bladder stimulator was more urgent for them to take care of so they had a replacement and it was all set. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient saw poor communication on their programmer. It was noted that last time patient connected successfully to their programmer was (B)(6) 2017 but that they did not use their programmer all the time. Patient stated they had a return of symptoms, of accidents and urinary tract infections (utis) three weeks ago. Patient mentioned it was the first time they had a uti in years. No further complications were reported.